Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used in a procedure with a 7f sheath. During the procedure, the balloon appeared to have stretched out and detached from the catheter delivery system. The shockwave catheter and balloon were both fully recovered from the patient. There was no patient harm reported. No patient demographics or medical information was provided at the time of the report. Shockwave medical is attempting to gather additional information.

Manufacturer narrative:
The complaint device was not returned by the reporting party. Therefore, inspection of the device could not be performed. However, the device malfunction is being acknowledged for trending purposes. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. The following sections were updated accordingly per additional information received 05-aug-2025: 1) b5 - updated "shockwave medical is attempting to gather additional information." To "shockwave medical has contacted the site multiple times to gather additional information, but has not received a response." 2) h6 - annex codes for the following have been updated as follows: type of investigation (b): updated to remove 4118 and add 4114. Investigation findings (c): updated to remove 3233 and add 3221. Investigation conclusions (d): updated to remove 11 and add 4315. The following sections were updated accordingly per additional information received 05-aug-2025: 1) h6 - annex codes for the following have been updated as follows: investigation findings (c): added new code 114. Investigation conclusions (d): added new code 22.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used in a procedure with a 7f sheath. During the procedure, the balloon appeared to have stretched out and detached from the catheter delivery system. The shockwave catheter and balloon were both fully recovered from the patient. There was no patient harm reported. No patient demographics or medical information was provided at the time of the report. Shockwave medical has contacted the site multiple times to gather additional information, but has not received a response.